Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative on 2024-03-18 regarding a patient receiving morphine 500mcg/ml via an implantable pump. The patient¿s medical history included chronic pain. It was reported that the patient presented herself to the healthcare provider¿s office on monday, march 18 to establish care with him as a new patient. Upon looking at her incisions he noted that there was a large possible hematoma under her incision and her back. The healthcare provider aspirated the area and drew back a large amount of csf (cerebral spinal fluid) fluid. The healthcare provider was then going to send the patient back to the surgeon that implanted the device for a consult. The issue was not resolved at the time of the report, and it was noted the healthcare provider would not have any further information regarding the event. Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) on 2024-05-14 indicated that the patient's weight at the time of the event was 63.5 kilograms. The pump and catheter were removed on (B)(6) 2024. The doctor thought that "maybe there was leaking around the catheter insertion site or the catheter was nicked during original insertion". The surgery center did not save the pump or catheter.